Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing, loss of capture (loc) and high out of range pace impedance measurements. Boston scientific technical services (ts) was consulted and a chest x ray was recommended. No adverse patient effects were reported. At this time, this lead remains in service.